Event description:
A surgeon reported that a posterior capsular tear occurred during a cataract with iol (intraocular lens) implant procedure that utilized the lensx laser. The event was stated to be unrelated to the lensx portion of the procedure; the surgeon felt that during phacoemulsification, the capsule may have engaged the phaco needle when he tried to pull up the lens. The case was able to be completed without any adverse effects to the pt.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B)(4).